Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's issues reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced issues wearing the device. The recipient presented with pain, irritation, and itching. The recipient was given cortisone salve.